Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 5.1, second test inr = 4.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070383: first test inr = 5.1, second test inr = 4.5. Mean = 4.8; sd = 0.42; %cv = 8.8%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.